Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the sterile suction tube for the high flow insufflation unit was used as an infusion tube. The tube was actually for smoke evacuation function (wrong reprocess). The issue was found during a procedure. The procedure was completed. There were no reports of patient harm. It was not known if the product was used for therapeutic, diagnostic or other purposes.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.